Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor smooth round moderate profile 250cc saline prostheses the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also was noticed a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The DHR was reviewed on 6/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received the following information on 4/27/2018: the patient underwent bilateral removal and replacement on 4/9/2018 with mentor smooth round moderate profile 250cc saline prostheses day of event: (B)(6) 2018. Date of explant: (B)(6) 2018. Serial number: (B)(4). Lot number: 5658776. Unique identifier( UDI): (B)(4). The mentor failure analysis lab received the device for evaluation on 4/27/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right mentor smooth round moderate profile 225cc saline prosthesis, serial number (B)(4), catalog 3501630. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure via self-examination. At the time of this report, mentor has received no information regarding explant date.